Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was separated from clip that attaches onto infusion set site when the package was first opened. Therefore, patient's blood glucose level was between 100-110 mg/dl. Moreover, the patient replaced the infusion set and insulin was resumed successfully. No further information available.